Event description:
Consumer complaint of low blood results. Strips are in date. Verified customer is using proper testing technique. Ran a back to back same hand 62,124 mg/dl. Caller eating and drinking soda for last half hour. Last 5 results in meter: (B)(6) - 1220 pm - 55; (B)(6) - 1201 pm - 58; (B)(6) - 1145 am - 55; (B)(6) - 1141 am - 50; (B)(6) - 1136 am - 48; caller states his normal fasting is 140mg/dl before meals. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.